Event description:
It was reported that a patient experienced an air embolism while undergoing a percutaneous coronary intervention. An edwards dpt kit and edwards pressure tubing were connected to a medrad avanta auto injection system that was being used for contrast injection during the procedure. Approximately 3 to 4cc of air was confirmed on the monitor during imaging of the right coronary artery. The patient experienced chest pain and st elevations. Atropine and noradrenaline were given and the symptoms were resolved. There were no further patient complications reported.

Manufacturer narrative:
The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Our lab received one pressure tubing with attached stand-alone three-way stopcock. The reported issue of air embolism was not able to be confirmed during evaluation. However, general evaluation was performed for the returned sample. As received into lab, connection between male connector of the pressure line and female luer of the stand-alone three-way stopcock appeared tight. No leakage was observed from the unit during leak test. No visible damage/defect was found from returned unit during visual examination. There are no indications that this is related to the manufacturing process. No actions will be taken at this time.